Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that there was a hole in the packaging of the omnispan meniscal repair system/27 degree device; and therefore, the device was not used. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, showed impacts in the layer, it appeared to have slightly spots. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l11084, and no nonconformances were identified. Based on the rest of the condition of the device, this complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. These could be pinholes and/or micro fractures of the foil layer in the laminate structure. This is a common occurrence in foil pouches and is caused by flexing of the material. This impacts the foil layer as it does not have the same flexibility as the inner pe or outer pet layer. If the foil has been fractured, light can pass through the clear poly layers and appear as a hole. It has been demonstrated that even the motion of opening the pouch from the chevron end can cause the flexing to fracture the foil layer. The inner and outer poly layers maintain the sterile barrier integrity. The purpose of the foil is to provide the moisture barrier for our absorbable products. The inner and outer poly layers create the sterile barrier. The foil pouches have the additional foil layer for the moisture protection. The products are vacuum dried prior to the final sealing of the foil pouch. The foil maintains this level of dryness. In the event that the foil sustains any flex cracks (foil layer only), it has been characterized that the amount of moisture vapor that can ingress through the poly layers does not compromise product integrity. In addition, each packaging design contains an internal packaging component made from a specialty paper to act as a desiccant. Packaging validations subject the product to a ¿worse-case¿ handling and then is followed by a leak test to demonstrate that the sterile barrier integrity is still intact. It is known that the act of peeling the pouch open can create these foil fractures. In conclusion, the root cause can be related to procedural variables, such handling of the packaging. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.